Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 512 mg/dl. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.